Manufacturer narrative:
Concomitant medical products: product ID: evproplus-29us, serial/lot #: (B)(4), ubd: 18-sep-2020, UDI#: (B)(4). The delivery catheter system (dcs) was discarded and the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a shallow depth. As the delivery catheter system (dcs) was withdrawn, the nose cone caught the valve causing it to dislodge. The valve was snared and a non-medtronic valve was subsequently implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device was not returned for analysis. It was reported that the valve was attempted to be positioned and was recaptured due to sub-optimal positioning. Recapturing is a feature of the evolut pro+ system that allows for additional attempts at accurately positioning the valve. The power point presentation with multiple pictures related to this event were received for review. There is a good valve load checks for this event. The presentation provided to this file does confirm that a dislodgement of valve #1 occurred during the time of the delivery catheter system (dcs) removal. Snaring of the valve occurred and the evolut valve was re-positioned higher into the ascending aorta. A 2nd valve was deployed which was an non-medtronic type valve. The presentation also showing that there is heavy calcification on the native non-coronary cusp (ncc) with deployment attempt #1 appearing constrained at 80%. The valve was re-captured and a pre-bav performed. Deployment attempt #2 was successful at 2-3 mm while the dcs was removed the nose cone caught and appeared to dislodge the evolut valve. The valve was then snared and moved into a higher position of the ascending aorta, though use of a snare to reposition the valve after deployment is complete is not recommended per the instructions for use (IFU). Various potential factors can influence inaccurate delivery/positioning difficulty include anatomy landmark visibility, patient pre-existing conditions such as calcification levels, compliance of native anatomy as well as procedural complications, andtension applied on the dcs during positioning. In this case, based on the reported information and image review, the most likely cause of the difficulty positioning was calcified patient anatomy. The reported event also indicates that, upon the valve was deployed while removing the dcs, the nosecone of the dcs caught the valve causing it to dislodge. Dislodgement of the valve by the distal tip is likely related to operator technique or experience; the evolut pro+ instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Positioning difficulties and dislodgement do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Updated data: h6 - eval method code, eval conclusion code, eval results code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.